Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contact animas alleging patient¿s blood glucose (bg) on (B)(6) 2014 was 762 mg/dl with abdominal pain, vomiting, polydypsia, and polyuria that was attributed to an alleged inaccurate delivery issue. It was report the patient was hospitalized and treated intravenous fluids. Reportedly, the patient discontinued pump use and the pump settings were not recently changed. During troubleshooting, the reporter noted the basal delivery totals matched the active basal program; the basal delivery total recorded in the total daily dose history matched the basal delivery history; the bolus delivery totals recorded in the total daily dose history did not match the bolus delivery history. This complaint is being reported because the alleged hyperglycemia was attributed to a reported inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s basal history found the pump was delivery per the user programmed basal rates. No abnormal function or issue was identified in the pump¿s history or black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. All deliveries performed by the pump during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.